Manufacturer narrative:
Patient was reported to be in their 60's. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy effluent and abdominal distention. The patient was hospitalized one day after onset due to the events and received an unspecified medication (dose, route, frequency and duration were not specified). At the time of this report, the patient was still in the hospital and was recovering from the events. Apd therapy was ongoing and the cycler was scheduled to be replaced. No additional information is available.